Event description:
It was reported that during the implant procedure this right ventricular lead exhibited failure to capture at max output. An echocardiography was performed and noted a perforation. It was also noted that the patient experienced a pericardial effusion. The lead was removed, and the pocket was closed, and the patient was transported to a tertiary facility and no further surgical procedure was required. No additional adverse patient effects were reported.